Event description:
It was reported that, "patient called to report that she is experiencing what is believed to be an allergic reaction to the stryker hip implant. Allergy test indicate she is allergic to titanium and chromium".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient, and was not returned to the manufacturer. The device catalog number and lot code were not provided. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.